Manufacturer narrative:
To date, device has not yet been returned. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject camera head would display an e224 communication error every time it was plugged. The reported malfunction occurred in preparation/prior to the procedure. There was no harm reported.

Manufacturer narrative:
This report is being supplemented based on additional information provided by the customer/completed investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a probable root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of the device,

Event description:
This report is being supplemented based on additional information provided by the customer/completed investigation.

Manufacturer narrative:
Corrected fields: d9 and h3.

Event description:
This report is being submitted for correction to d9 and h3.